Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver tip broke while tightening the setscrew. Another driver was used to finish the case. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be within print specification; additionally, all individual torque readings were within print specification. Visually confirmed driver shaft broken; crack appears to have initiated at stress relief fillets. One of the retaining tabs is bent. Fracture appears consistent with torsional fatigue test failures. The nature and location of the fracture, in addition to the torque mechanism being within print specification and the age of the part suggests anticipated wear as the possible mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.